Event description:
Report rec'd from abbott international affiliate (abbott spain) that states: "on 23rd may 2000 an abbocath was placed on the pt arm to administer intermittent antibiotic treatment due to pneumonia. On 25th may 2000, the nurse realized that dressing covering the abbocath was getting wet while she was administering the medication. She took away the dressing and saw that the catheter was detached from the hub. She tried to find the catheter but without any success. Suspecting that it is in the pt's cardiovascular system, the pt has been moved to another hospital, with the aim to perform a CT scan that has been rejected due to the situation of the pt (fat, pneumonia, coma)." The affiliate requested further info from the user facility. Info rec'd states: the abbocath was placed for antibiotic treatment every 9 hrs. It was protected by a short heparinized adapter. The incident happened in the evening after eight injections of the antibiotic. An arm x-ray and chest x-ray were performed. The catheter was not visualized. At the second hosp, neck and thorax CT scans were performed but they did not see the catheter. The pt continues without any untoward consequence. Pt was hospitalzed already in coma in january 2000. No additional info was available.